Event description:
Bone cement used during hip surgery. Pt became bradycardic and hypotensive. Endotracheal tube placed for respiratory support. No chest compressions were necessary. Pt to ICU after surgery due to hemodynamic instability.